Manufacturer narrative:
(B)(4). Date sent: 9/21/2015. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent

Event description:
It was reported that during a lobectomy procedure, the device was used to ligate the pulmonary artery. Right after the firing, some part of the row was not ligated with the staples. It led the bleeding from the spot. They controlled the bleeding with the clip. It is unknown what was used to complete the procedure.